Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported a "77" and "3.0" was displayed on the screen of his insulin infusion device and the device was giving an alarm. To troubleshoot, the pt was instructed to remove his power pack battery. It was discovered that the expiration date was 10/2007 and that the battery was part of the recall. The pt stated, he is aware of the recall and was provided corrected batteries but believes he must have pulled this battery from a drawer of recalled batteries. The pt was advised to change the battery immediately and discard all recalled batteries. Courtesy batteries were sent to the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.